Event description:
It was reported that a lead revision was performed due to high capture and noise. The physician decided to add a sense/pace lead in order to avoid these problems. The physician used the lead for defibrillation and capped the sense/pace portion of the lead.